Manufacturer narrative:
No product has been returned for investigation at time of filing. Retain testing of the strip lot has been requested. A follow up report will be filed.

Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a two minute time frame on the medisense 2 blood glucose meter. The results when plotted on to sa parkes error grid fell into the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.